Manufacturer narrative:
During follow up, the customer was still hospitalized and the release date was unknown. Customer¿s contact indicated that the hospital would like a field service representative to re-train/ provide additional training to the customer prior to release. Additional training was requested for the customer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels of approximately 1300 mg/dl. While hospitalized the customer was treated with insulin and intravenous fluids. Customer was still admitted at the time of the call.